Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.

Event description:
It was reported the device broke while tightening the cap. The surgery was completed. There was a spare instrument in the case but the spare did not function properly. The spare also broke. Although the device was in contact with the patient during this event, no patient injury was reported. Additional information was received. The event did not happen intraoperatively. The instrument broke outside of a surgical setting, no one was present upon the instrument breaking, and no one was injured.